Event description:
It was reported during a percutaneous coronary intervention treatment procedure, stent damage occurred. A 3.5x16mm omega stent failed to cross the target lesion located in the right coronary artery. The stent became ¿caught¿ on the lesion and stent damage occurred. The physician was able to withdraw the omega stent from the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).